Event description:
It was reported by a healthcare professional (endocrinology and diabetes) that the patient experienced severe nocturnal hypoglycemia that required third-party administration of baqsimi, followed by the involvement of ambulance personnel. No blood glucose values were provided for this event. According to the healthcare professional, review of device data indicated that the event was attributable to patient error, as the patient had administered an excessively large insulin bolus before going to sleep. Prior to the hypoglycemic episode, the omnipod 5 system appropriately suspended insulin delivery in response to falling glucose levels. During the event, the patient did not hear the controller alarms, despite the alarm volume reportedly being set to maximum.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported medical attention sought and hypoglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.